Event description:
During coil embolization within the right gastric artery, the physician felt resistance advancing the first coil into the prowler microcatheter. A gt terumo 0.016 guidewire was used. He exchanged to another prowler mc and the procedure was continued. There was no adverse consequence to the pt.